Event description:
It is reported that the pt is presenting with swelling and loss of range of motion. It is also reported that when walking, the pt limps and a "knocking" noise can be heard. The pt has also had to have his knee drained approx five times.

Manufacturer narrative:
Information was rec'd from a consumer who is not required to complete form 3500a. Evaluation summary: surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such bone quality, activity level, type of activity (low impact vs high impact) are unk. A definitive root cause cannot be determined with the information provided. Evaluation codes: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be rec'd, the complaint will be reopened. Zimmer, inc considers the investigation closed.